Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The physician advanced a csi viperwire guide wire into the patient and loaded the oad onto it. The physician successfully treated the lesion, but noted that the device did not seem to perform as intended. Post-atherectomy angiography revealed that the tip of the guide wire had curled and that a perforation was noted. The patient was taken to surgery for pericardiocentesis and resolution of the perforation. The patient expired due to unknown causes. Requests for additional information have been made, but none has yet been received.